Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 11-dec-2007, expiration date: 01-oct-2016, part number: 04.013.344s, 9mm ti cann retro/antegrade femoral nail-ex/320mm ¿ sterile, lot number: 5656934 (sterile), lot quantity: 6 . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 21012, tialnbri13.00, lot number: 5215539, lot quantity: 957 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) and hardware removal due to implants need to come out for staging and converted to the total hip procedure. The following devices were initially implanted on an unknown date; one (1) retrograde femoral nail, one (1) 5.0mm/60mm titanium locking screw, one (1) 5.0mm/28mm titanium locking screw, unknown dynamic hip and condylar screw system (dhs/dcs) plate, and one (1) dhs/dcs lag screw. Nothing was broken and there was no issue on the devices removed. The procedure was successfully completed without surgical delay. Patient outcome is unknown. This report is for one (1) 9mm ti cann retro/antegrade femoral nail-ex/320mm-sterile. This is report 1 of 5 for (B)(4).